Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during proximal femoral fracture repair procedure with proximal femoral nail antirotation (pfna) on (B)(6) 2019, the proximal femoral nail antirotation (pfna) blade got stuck on the impactor when trying to turn the unknown nail. The procedure was successfully completed using an alternative dynamic condylar screw (dcs) plate where the patient had a bigger incision. A surgical delay of approximately thirty (30) minutes was reported. Patient condition was unknown. Concomitant device reported: pfna nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna blade. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 04.027.036s, lot: 3l08721, manufacturing site: bettlach, release to warehouse date: 30. Jan. 2019, expiry date: 01. Jan. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the blade and the impactor were returned in assembled condition. The blade is actually in open position with the visible gap, but the device is completely blocked, the blade tip is not movable as required. The end cap of the blade is not in the correct position anymore, the flat surfaces of the blade end cap are offset to the flat surfaces of the blade sleeve. Therefore the end cap is completely jammed in the sleeve and a removal of the impactor is not possible anymore. In addition was the blade not correctly aligned anymore in the jammed position on the end cap, therefore an insertion of the assembled devices into the also received protection sleeve 356.818 was not possible anymore. Functional test: it was possible to disassemble the devices during the investigation by moving the end cap into the correct position. Afterwards it was not possible to reproduce the complained malfunction with the disassembled devices. The blade could be attached to the impactor as required, as soon the blade was attached in the "attach" direction it was in unlocked condition and the tip was movable as required. Then it was possible to remove the blade in the "lock" direction and the blade was locked after removal as required. In addition it was now possible to insert the assembled blade and impactor easily into the also received protection sleeve 356.818. Summary: the complaint is confirmed as the blade and the impactor were in a jammed position when received, with the end cap in the jammed offset position a standard disassembling was not possible anymore. After the separation were the devices functional as required and it was not possible to reproduce the complained malfunction. Based on that a product related issue can be excluded. The exact cause of this occurrence can not be defined as it is unknown when the damages occurred, during the blade insertion or the attempt of blade removal during or after the procedure. Such displacement and jamming of the end cap of the blade can only be caused by very high torsional force in clockwise, attach, direction when the blade is in unlocked position while the blade sleeve is fixed, for example in the bore of the nail. The complaint description states that the blade got stuck on the impactor when trying to turn the unknown nail, it is not clear if this did play a certain role as the blade is per pfna surgical technique 036.001.143 dsem/trm/0714/0132(7) 08/17 not used to move the nail in any direction after the insertion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: protection sleeve (part # 356.818, lot # 3l08721, quantity 1).